Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, with the naked eye, did not identify any abnormalities that could have contributed to the reported condition. During microscopic inspection, there was no visible solvent plow ridge on the tubing end; therefore, causing the tubing to be separated from the bottom y site outlet port. The remaining solvent bonds were pull tested with no failures noted. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A clearlink intravenous set with 4 way stop-cock came apart at an unknown location during an open heart surgery procedure resulting in blood loss to the patient. The cause of the issue was not reported. As a result, the patient required a blood transfusion due to ¿so much blood was lost¿ (amount was not specified). No further information was provided regarding the patient¿s outcome from the event. No additional information is available.